Manufacturer narrative:
Intuitive surgical inc. (Isi) has received the 30-degree endoscope to perform failure analysis. The 30-degree endoscope has been evaluated by the failure analysis (fa) team who replicated and confirmed the customer reported the angulation is off. The endoscope was placed through friction test using a screening aid to manually rotate the adapter to detect for friction. The camera instrument adapter did not rotate properly and/or noises were heard during testing and confirmed as binding. The probable root cause of this binding is attributed to component susceptibility to increased friction. The endoscope was visually inspected and found with cosmetic damage. During inspection of the endoscope housing, the housing shell exhibited laser marking fading and/or removed. The endoscope cable integrated connector was visually inspected and found with mechanical damage. The ic housing exhibited mechanical damage such as scratch marks/indentations at ic housing. The endoscope was evaluated and found with a camera instrument adapter defect. The endoscope was placed through friction test using a screening aide to manually rotate the adapter to detect for friction. The camera instrument adapter did not rotate properly and/or noises were heard during testing and confirmed as binding. The camera instrument adapter removed from endoscope housing and evaluated and found with aea shaft bearing contributing to friction. The endoscope was visually inspected and found with damage to the button pack assembly. Visual inspection confirmed hairline crack(s) on illumination of the button pack assembly. The endoscope cable integrated connector was visually inspected and found with mechanical damage. The cable integrated connector exhibited mechanical damage such as scratch marks/indentations at cable connector proximal end.

Event description:
Refer to h11 for follow-up information.

Manufacturer narrative:
Intuitive did receive the product involved with this complaint to perform failure analysis; however, failure analysis has not completed their investigation.

Event description:
It was reported that prior to start of a da vinci-assisted surgical procedure, it was noted that the angulation was off. The procedure was completed with no reported injury.